Event description:
During biomed testing the device's spacer output was out of specification. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product.